Event description:
Dexcom g7 sensor was reading false high blood sugars. I maintain a tight blood glucose range between 75-140mg/dl as recommended for pregnancy and planning. My cgm was alerting me at 145 mg/dl and my tester read 115 mg/dl. I had taken insulin and also have a semi-autonomous tandem pump with control-iq+ that gives me automated insulin for high blood sugars by increasing basal and doing automated corrections. I went below 55 mg/dl 4 times in a span of 24 hours before realizing my cgm was causing this. My husband had to assist multiple times because I was 45 mg/dl including the middles of the night and could not help myself. Life threatening.